Event description:
Event description guidant received information that the patient with this patient experienced syncope. The field representative reported that interrogation revealed that all measurements were within normal limits.